Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. Hybrid analysis found emissions which indicate areas where excessive heat is being generated the high current was due to a faulty integrated circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory had an observation relating to the capture threshold trend data. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden drop to low impedance on the right atrial (ra) and right ventricular (rv) leads. It was also reported there was an increase in rv thresholds, atrial tachycardia/atrial fibrillation (at/af) detection stopped, atrial pacing increased to 100% and thoracic impedance stopped measuring. It was suspected there was an implantable pulse generator (ipg) circuit error. The device remained in use and was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden drop to low impedance on the right atrial (ra) and right ventricular (rv) leads. It was also reported there was an increase in rv thresholds, atrial tachycardia/atrial fibrillation (at/af) detection stopped, atrial pacing increased to 100% and thoracic impedance stopped measuring. It was suspected there was an implantable pulse generator (ipg) circuit error. The device remains in use. No patient complications have been reported as a result of this event.